Manufacturer narrative:
Additional information: d10, h6, h10 correction: h6 (patient code) device evaluation: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found with damaged lens and downstream occlusion seal bubbled. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer reported problem was confirmed. The pump expulsor was out of spec. Service replaced the pump expulsor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd solis hcpa 2110 failed accuracy volume testing. No patient involvement.